Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation procedure, after locating the lesion under color doppler ultrasound, the needle tip penetrated the lesion, pre-heating at 45w for 1minutes, 65w for two minutes, and then 75w for five minutes (setting), four minutes after ablation, the machine malfunctioned, and the water circulation was normal. They changed the antenna but still did not work. The ablation was incomplete and they change the procedure tace (transarterial chemoembolization) interventional therapy.